Event description:
It was reported that this patient was recently hospitalized following an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) in the primary sensing vector. An episode review confirmed that the therapy was inappropriately delivered due to over-sensed noise. The physician attempted to reproduce the observed noise via provocative maneuvers and pocket manipulation, but was unsuccessful. Boston scientific technical services (ts) was contacted, and thorough recommendations were provided for excluding reproducible artifacts. Potential programming to the secondary sensing vector was also discussed, should the artifacts be unreproducible. The following day, the recommendations were carried out and the previously observed artifacts were reproduced. Additionally, ts determined that the device was in the early stages of premature battery depletion. Upon investigation, it was communicated that this system was surgically explanted and replaced at a separate healthcare facility without boston scientific involvement. The explanted s-ICD system was retained by the facility and is not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was recently hospitalized following an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) in the primary sensing vector. An episode review confirmed that the therapy was inappropriately delivered due to over-sensed noise. The physician attempted to reproduce the observed noise via provocative maneuvers and pocket manipulation, but was unsuccessful. Boston scientific technical services (ts) was contacted, and thorough recommendations were provided for excluding reproducible artifacts. Potential programming to the secondary sensing vector was also discussed, should the artifacts be unreproducible. The following day, the recommendations were carried out and the previously observed artifacts were reproduced. It was stated that a s-ICD system surgical revision procedure is anticipated. Additionally, ts determined that the device was in the early stages of premature battery depletion. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the s-ICD system remains implanted and in-service. The patient is currently hospitalized.